Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as device related. There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had a scarring issue with purulent discharge. Antibiotic treatment was given and the event resolved on (B)(6) 2016. It was assessed as not serious, related to the procedure, and not related to the device. Medical history included idiopathic functional urinary incontinence since 2003.

Manufacturer narrative:
Continuation of concomitant products: product ID 388928, lot# 0210712180, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event term was updated to scarring issue. There was a report of an infection at the implant site level. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.